Manufacturer narrative:
Additional analysis and investigation subsequently was conducted in an attempt to simulate the clinical observation. The design of the performer includes a main controller board (the sin cpu) that controls a number of slave boards. Each slave board monitors and/or controls a particular function. The cpu-cpb is a slave board that monitors and controls the blood pump. The sin cpu and the cpu-cpb board are connected with the bcl cable. If the signal between the sin cpu and the cpu-cpb is interrupted for more than five seconds, a specific error code is generated and an audible alarm is sounded. To simulate the clinical observation, another performer instrument was set up and run with a blood pump circuit and a flow probe. With the pump spinning at approximately 2400 revolutions per minute (rpm), the bcl was disconnected to simulate a communication interruption between the sin cpb and the cpu-cpb, which resulted in the error code logged during the reported clinical observation. However, disconnecting the bcl did not lead to the blood pump stopping, which suggests that the cpu-cpb board likely had an intermittent electrical problem that caused the blood pump to spin down and triggered the communication error code, as the pump speed was clinically restored by turning the rpm knob to "off" and back to the desired speed setting per the instructions for use (IFU). (B)(4). (B)(6).

Manufacturer narrative:
Medtronic field service technicians reviewed the device's error log on site, and determined that a data communications error occurred due to absent or incorrect data reception between the device console and pump motor circuits. As a precaution, the console's central processing unit and the connecting cable were replaced. The system was then fully tested and found to function to the device specifications. (B)(4). (B)(6).

Event description:
Medtronic received information that the motor in this blood pump system was off for approximately fifteen seconds during a case, with the pump's revolutions per minute (rpm) dropping to zero during that time. The system operator turned the rpm knob to "off" and back to the desired rpm setting, per the device's instructions for use (IFU), which restored the pump speed/rpm. It was reported that the patient was cross-clamped and warming during the anomaly. There were no subsequent issues and no adverse patient effects.